Manufacturer narrative:
(B)(4). Correction: edited to state "fisher & paykel healthcare" field representative. Method: the complaint mr290 humidification chamber was returned to fisher & paykel healthcare in (B)(6) for evaluation. The complaint device was visually inspected and a water level test was also performed. The chamber was then dissembled and dimensional verification was performed on the individual components. Results: visual inspection revealed two small indents on the base of the chamber. No other damage was observed to the chamber. No obvious assembly error, obstructions or loose items were revealed during the visual inspection. During the water level test, the chamber was found to perform within specification. The dimensional verification revealed all dimensions were within the tolerances specified in drawings. Conclusion: the water level inside the chamber should not exceed the maximum fill line. We were unable to replicate the reported incident and are therefore unable to determine the cause of the reported event. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that the water level exceeded the maximum water level line of an mr290 humidification chamber during use. It was also reported that a mr850 heated humidifier and servo ventilator were part of the equipment set-up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290 humidification chamber was returned to fisher & paykel healthcare (B)(4) for evaluation. We are currently still in the process of conducting our investigation. Upon completion of our investigation we will provide a follow-up report.

Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that the water level exceeded the maximum water level line of an mr290 humidification chamber during use. It was also reported that a mr850 heated humidifier and servo ventilator were part of the equipment set-up. No patient consequence was reported.